Event description:
Pt has meningioma. Pt experiences headaches, vertigo and dizziness. Treatment with leksell gamma knife occurred in 2002. Radiation oncologist reported that planned dose was 15gy to 50% isodose line, max dose 30gy. The delivered dose was 24gy. According to the radiation oncologist, 15gy given to a 1.75cm volume, however they can treat up to 24gy for a 2cm volume. Risk of toxicity small due to location and dose.